Event description:
The patient was receiving photopheresis when a centrifuge alarm sounded. The bowl was adjusted appropriately. The procedure resumes. A blood leak alarm sounded, and the procedure was aborted. Estimated blood loss was 100cc. This was a failure of disposable equipment. The lot number was noted and the company will be informed.